Event description:
It was reported that the 2.25x23mm xience prime stent implant was successfully deployed in the distal left anterior descending (lad) artery. A vessel dissection was noted, which was treated with deployment of an additional xience prime stent implant. There was no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The reported patient effect of dissection is a known observed and potential patient effect as listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll) everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.